Manufacturer narrative:
No serial number or product information was provided.

Event description:
It was reported the bed exit would not alarm when the patient left the bed. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.